Event description:
The customer stated that she was hospitalized for high blood glucose levels. The reported blood glucose reading at the time call was 368 mg/dl. The customer stated that she had been feeling sick for two days prior to being hospitalized. Troubleshooting was performed and found several no delivery alarms in the history. The customer stated that she only changed the infusion set one time when she was getting the alarms. The customer also stated that the insulin pump began giving no delivery alarms after going camping one weekend. The customer stated that the insulin pump may or may not have gotten wet on that trip. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.